Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. It is unknown whether the patient received medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of degraded sound abatement foam. The manufacturer visually inspected the device and found presence of dust/dirt contamination in the airpath with degraded sound abatment foam was observed throughout airpath and on/in blower suggesting a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no errors code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation contamination throughout airpath and on/in blower. Section h6 were updated in this report.